Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated they had been having an issue with communication since implant. They stated they were convinced it was their home location that was the issue because their personal cell phone didn't work there either. Information was reviewed. The patient stated these issue began at implant because the healthcare provider was unsuccessful to communicate because they were in severe pain and couldn't feel anything. The stated the following wednesday, (B)(6) 2019, the went in for their follow-up and had difficulties connecting again, but they were eventually able to connect and check on their therapy settings. They stated on (B)(6) 2019 they became in severe pain again so they decreased stimulation from 1.5v on program 2 to 1.4v on program 2, but at 2:30 am the pain returned so they decreased to 1.3v on program 2. On (B)(6) 2019 they were in a lot of pain again so they went to check their therapy settings and they noticed their stimulation was on program 3 at 3. 'Something' volts. They decreased to 3.1v and stated it was comfortable. It was noted that the patient was unsure how this therapy change had occurred. They stated that this setting had not really helped with symptom control, they were dripping constantly, they had tried to make therapy changes since, but they had no luck connecting no matter what they tried. The stated it always took them a while to get the equipment to find their ins. They wanted assistance with making therapy changes as well and help figuring out why they couldn't connect. On the call proper placement of equipment was reviewed and the patient kept getting the device not responding screen. This persisted on the call; the handset was restarted and repositioned, the communicator was charged to 98%, then handset was connected to the appropriate communicator, the communicator was not plugged into the wall, the caller switched environments and the communicator was over the ins on the skin. On the call, while searching for their ins location they pressed to hard and said that the device triggered a nerve that was uncomfortable while they were pressing on that location. Once they held the communicator vertically they were able to connect long enough to increase stimulation to 3.4v on program 3 and they reported this was comfortable. The patient was sent a new communicator as this had been an ongoing issue. It was recommended that if the replacement did not resolve the issue they should follow-up with their healthcare provider for troubleshooting. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.